Manufacturer narrative:
The device has not been returned for evaluation. Unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported a red lump at the insertion site after wearing the pod between 24 and 36 hours. She went to urgent care, was diagnosed with an infection, and was treated with antibiotics.